Manufacturer narrative:
Results: refers to the catheter.

Event description:
It was reported the pt had pump implanted 2009; the catheter tip was positioned at t10. The pt required gradual gabalon dose increase to 365 mcg/day with no effect. A rotor study was performed on the event date; no issues were noted. A catheter contrast study on that date revealed that the catheter was in the subdural space. The catheter was replaced the following month, at the position of the second thoracic vertebrae. The physician did not believe the catheter was in the subdural space at implantation because cerebrospinal fluid was returned after the spinal catheter segment was placed and after the pump catheter segment was connected. Per the reporter, the event was serious and of moderate severity. The event was unrelated to the drug. Final pt outcome was not reported. Concomitant drugs: magmitt; pursennid; ravona; cercine; takepron od; rivotril; myslee.